Event description:
It was reported by the hospital nurse that the customer's insulin pump was alarming motor error. Customer stated that device alarmed while trying to bolus. During troubleshooting, customer stated that they do not use the sensor feature and was able to rewind the insulin pump. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 198 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.